Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergies: nickel") and cystitis ("bladder/urinary prob: bladder infection") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and genital haemorrhage had resolved and the allergy to metals, cystitis and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2010, (B)(6) 2010. Pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain: received treatment for pain? Yes. Bleeding: menorrhagia (heavy menstrual bleeding),genera abnormal. Bleeding: received treatment for bleeding? Yes. Received treatment for allergy? Yes. Received treatment for bladder/urinary problems? Yes. Received treatment for other injuries/symptoms? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),genera abnormal bleeding, allergies: nickel, bladder/urinary problems: bladder infection, other injuries/symptoms: weight gain were added. Outcome for pain and bleeding was added. Plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding.') In a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and abdominal pain upper ("stomach pain") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("allergies: nickel") and cystitis ("bladder/urinary prob : bladder infection"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the allergy to metals, cystitis, weight increased, urinary tract infection, vaginal infection and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain: received treatment for pain? Yes. Bleeding: menorrhagia (heavy menstrual bleeding),genera abnormal bleeding: received treatment for bleeding? Yes. Right tube 1 coils, left tube 5 coils. Received treatment for allergy? Yes. Received treatment for bladder/urinary problems? Yes. Received treatment for other injuries/symptoms? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). On (B)(6) 2019: pfs and mr received- new events abnormal bleeding (vaginal), urinary tract infection and vaginal infection and were added. Insertion date was updated. Reporter and patient demography added. Medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.